Event description:
Literature was reviewed regarding extravascular implantable cardioverter-defibrillator (ev-ICD) in pediatric patients. The authors described one case of noise which was sensed as ventricular fibrillation (vf) but did not result in a shock. The noise occurred when the patient was taking a shower, and most likely related to poor electrical grounding. There were leads which exhibited noise likely because of air in the substernal region. Therapies were disabled until the next day for these patients. In all cases, the noise resolved on the next-day check. The device and leads remain in use. No adverse patient effects or additional product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is female/15 years old. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: initial experience with the extravascular implantable cardioverter-defibrillator in pediatric patients. Heart rh ythm o2. 2026. 7:103¿108. Doi: 10.1016/j.hroo.2025.10.020 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.